Manufacturer narrative:
The initial MDR 2517506-2017-00433 was filed on april 25, 2017. Additional information (05/12/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data, which did not indicate any reagent or instrument issue. The instrument data did show atypical performance of the pressure profile for the sample dispense. The hsc specialist stated that this could indicate a sample integrity issue such as fibrin or microclots. Additionally, there was an atypical difference on the hemolysis index between the results of initial and repeat testing. The hsc specialist concluded that the data was consistent with a sample integrity issue. The cause of the discordant, falsely elevated cardiac troponin I result on one patient sample is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist stated that the instrument report showed clogs being detected on the patient sample during a rerun. The customer had performed precision testing for the sample in question, which was acceptable. The customer did not obtain additional discordant results. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation if device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s), who questioned it. After two hours, a new sample was obtained from the patient and was tested on an alternate dimension vista instrument and on the original instrument, resulting lower both times. The customer then repeated the original sample on the original instrument and on the alternate dimension vista instrument, also resulting lower. The corrected result obtained using the new sample from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ctni result.